Manufacturer narrative:
The event was not confirmed. Visual inspection; the device was returned with normal signs of explantation including some bony ingrowth. Dimensional inspection: not performed as the device was returned in used condition and will not meet dimensional specifications. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that during surgery loose acetabular component was found. It was patient's right side.

Event description:
It was reported that during surgery loose acetabular component was found. It was patient's right side.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.